Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate shocks that are not isolated episodes due to atrial fibrillation (af) with rvr. They plan to adjust medications and doctor says they may have to ablate for the paroxysmal af. In the meantime, he is programming. No adverse patient effects were reported.